Manufacturer narrative:
This is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
Patient was treated on right side only in (B)(6) 2015 and then on left side in (B)(6) 2015, with a higher volume / lower concentration of anesthesia used for the second treatment. Two months later the patient called complaining of numbness in right tricep and decreased strength in 4th and 5th digit; exam showed slight decrease in strength in 4th and 5th right digit and decreased sensation to light touch on right triceps. Full recovery of strength and mild residual numbness was reported 8 months after treatment (exact date of resolution not known).